Event description:
It was reported that the patient was experiencing a sticking sensation at the ipg site due to the ipg that flipped. The patient underwent an ipg revision procedure wherein the battery was flipped back over and was sutured. The patient was doing well postoperatively.